Event description:
A peritoneal dialysis (pd) patient reported while removing the tubing set from the cycler fluid began to leak. The patients pd nurse was contacted on (B)(6) 2014. Prophylactic antibiotics were administered. No adverse events reported at this time. Sample is available for evaluation.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.